Event description:
A ventilator was returned to a third party service center for preventive maintenance. The device was not in patient use. During the evaluation of the ventilator at the third party service center, "service required" alarm conditions were observed. The device's system board and sensor board were replaced to address the issues.